Event description:
It was reported that the bd insyte¿ autoguard¿ cateter i.v. 24g x 0.75¿ (0.7 x 19 mm) experienced incorrect label information. The following information was provided by the initial reporter: batch inside the volume is different from the batch informed in the external box and invoice.

Manufacturer narrative:
H6: investigation summary: a physical sample was not available for investigation but bd was provided with a photo of the issue for evaluation. A review of the device history record was performed for the reported lot, 1069952, and no quality issues were found during production. Our quality engineer reviewed the provided photo and observed that the label on a shelf box was different from the label on the shipping box. Based off the provided photo the engineer was able to verify the reported defect. It was determined that this was an operator error that occurred during the packaging process. A training has been issued by the manufacturing facility for all operators to ensure that each package is properly labeled.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter name and address: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ catheter i.v. 24g x 0.75¿ (0.7 x 19 mm) experienced incorrect label information. The following information was provided by the initial reporter: batch inside the volume is different from the batch informed in the external box and invoice.